Event description:
Reporter alleged the pt received a discrepant blood glucose result of 189 mg/dl on inform system 1 at 11:27 am while feeling lethargic and confused. Reporter alleged that inform system 2 was used at 11:30 am to obtained a result of 72 mg/dl on the pt and he was treated with 1 amp of d50 through an IV, then orange juice. Reporter stated that at 11:38 am, a venous draw on the same pt was sent to the lab system and result of 23 mg/dl was reported back. No other actions were reportedly taken or treatment received . A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch is for the suspect device used in system 2. Reference medwatch report is for the suspect device used in system 1.